Event description:
It was reported that the patient presented for an implant procedure, during the procedure, the right ventricular (rv) lead exhibited failure to sense. The rv lead was not used and replaced. The condition of the patient is unknown.

Event description:
New information received indicates that the patient was in stable condition.

Manufacturer narrative:
The reported event of sensing problem was confirmed. A complete lead was returned in one-piece. Visual examination found the helix retracted and clogged with blood/tissue. X-ray examination found over torqued of the inner coil inside the connector region consistent with procedural damage. Electrical tests found short between the conductors. The cause of the reported events was isolated to the damaged inner insulation in the over torqued region. No other anomalies were noted with the exception of procedural damage.